Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious InjuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced an occlusion alarm and was hospitalized due to elevated blood glucose and ketone levels. The patient was treated with manual insulin injections and an intravenous insulin drip on (b)(6) 2026.